Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, the tip of a csi viperwire guide wire broke off in the patient. The target lesion was located in the left anterior descending (lad) artery. The csi viperwire was advanced across the lesion and a csi orbital atherectomy device (oad) was loaded onto it. At some point during treatment, the tip of the wire broke off. The patient was transported to the emergency room for surgical removal of the wire tip and also a coronary artery bypass graft (CABG). A request for additional information was made to the facility, but was denied due to internal policies.